Event description:
It was reported that (1) device was used during a gastrectomy. It was reported by the affiliate that the tlc75 instrument staples malformed. The surgeon put some overstitches to complete the case.